Event description:
It was reported that the device was explanted approximately after implant duration of 52.33 months, due to aortic stenosis, and due to the leaflets being severly calcified.

Manufacturer narrative:
Device not returned.